Event description:
Complainant alleged that the clinician was attempting to remove the defibrillator paddles from the device while setting up the device to monitor a pt (age and gender unknown), but the paddles were connected so tightly that they were difficult to remove. The clinician obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.